Event description:
Reportedly, during patient use, a "device alert" alarm occurred. Soon after the ventilator stopped and the unit had to be forcefully shut down. The patient was manually ventilated before being transferred to another unit. There were no patient harm reported.

Manufacturer narrative:
(B)(4).